Event description:
It was reported that the patient was dissatisfied with his implant post op as he had difficulty pumping the device. The surgeon had confirmed that the device was in proper working condition. No further intervention has taken place. Additional information received indicated the patient had the inflatable penile prosthesis cylinders and pump components removed and replaced.